Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that there was an issue with the system disk. Customer has not accepted the quote. It has been confirmed that no harm or allegation of harm was reported. Therefore, no further action is necessary at the time. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was an issue with the system disk. No harm to the patient or user was reported. Philips has started an investigation of this complaint.